Event description:
Cap survey sample tested for iga gave initial result of 80 mg/dl in 2007. Same sample repeated twice the following month, recovered 220 mg/dl each time. The mean value of the cap survey sample was 227.8 mg.dl. The field service representative was unable to determine cause.